Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The data logs were not returned. However, the pump was returned for investigation. Visual inspection found no issues on the pump. The pump ran without issue under bench test. The root cause of low flow was unable to be determined as the failure mode could not be reproduced and no data logs were returned for review.

Event description:
The us complainant reported that after the impella cp was implanted, low pump flows occurred. Staff tried to restart and reposition the impella, and they were unsuccessful. Staff successfully replaced the impella.

Manufacturer narrative:
The pump was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿